Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd syringe was missing the scale markings. The following information was provided by the initial reporter: spouse stated, he has syringes with missing scale markings, (1 syringe affected)

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023 h6: investigation summary customer returned 5, 0.5 ml syringes inside a clear zipper bag. From the customer was reported that: syringes with missing scale markings, (1 syringe affected) and he does not know what issue was with the remaining 4 syringes. All the syringes were visually inspected and was found one syringe with missing scale marking, and another syringe with damaged plunger rod cap and damaged thumb press. No issues were found on the remaining 3 syringes. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure. A definitive root-cause could not be determined. See h10.

Event description:
It was reported that the unspecified bd syringe was missing the scale markings. The following information was provided by the initial reporter: spouse stated, he has syringes with missing scale markings, (1 syringe affected).